Manufacturer narrative:
This charger model was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Results - pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-23582. The patient reported she experienced uncomfortable heating while charging her ipg. The patient stated she has to frequently stop charging to allow the pocket site to cool. In addition, the patient stated this issue had been on going since her implant. The patient was sent a replacement charging system to address the issue. F/u info revealed the patient's heating while charging issue has resolved. On 08/01/2012 st. Jude medical, neuromodulation division, set field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.